Event description:
It was reported that before use/ before connecting to a patient during routine check by customer, the cs100 intra-aortic balloon pump (iabp) is not switching on. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and observed its not showing mains indicator. Also not showing system hours timer. Checked the mains inlet fuses which are found ok. Power supply unit of the machine was suspected faulty. On 03-10-2024 and replaced the defective spare power supply (d014-00-0033-05). Performed all safety and functional checks successfully. Machine was given to customer and cleared for clinical use.